Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the localizer was disconnected. It was reported that the igs box for the navigation system was not recognizing the localizer when connected. There was no patient present when this issue was identified. Additional information was received. It was reported that the unit was tested on all available ports with multiple localizers and the reported issue could not be replicated.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Concomitant medical products: product ID: 9731203, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.